Event description:
It was reported that the red rubber broke off in the patient upon insertion. All particles of the catheter were retrieved and the foley was removed and replaced.

Manufacturer narrative:
The reported event was confirmed. Based on the evaluation, an irregular balloon burst with missing pieces was found. The visual inspection noted that the missing piece size was about 0.4cm x1.0cm. The sample was evaluated under a microscope and no conditions found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution state "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the red rubber broke off in the patient upon insertion. All particles of the catheter were retrieved and the foley was removed and replaced.